Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a cancer patient, during an esophageal stent placement procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous, however no dilatation was performed prior to the procedure. The stent was implanted within the patient's esophagus. The procedure was successfully completed with this device. Approximately three days post procedure, the patient came back for a routine follow up radiograph, where it was discovered that the stent had migrated. Other than the routine radiograph, it is unknown if any intervention was performed. There were no patient complications reported as a result of this event and the patient's condition was reported to be "fine I think, don't worry about it". The patient is currently in (B)(4).

Manufacturer narrative:
(B)(4)the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.